Event description:
Beckman coulter performed analysis on the customer's raw data. The analysis indicates that there was no significant interference in front of the white blood cell histogram or the nucleated red blood cell (nrbc) scatterplot. As a result, the algorithm did not flag for platelet clumps.

Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low platelet (plt) results of 49,000 and 69,000/ul were generated by unicel dxh 800 coulter cellular analysis system for one patient. The instrument did not show platelet clumps suspect messages. The results were discordant with the patient's result of 108,000/ul obtained on the previous day ((B)(6) 2012) and manual smear which showed platelet clumps that was considered correct. The samples were collected in 3ml k2 edta tubes and analyzed in automatic mode. The customer also tested patient's sample collected in sodium citrate tube and obtained 113,0000/ul platelet counts. It is unknown if qc was performed prior to the event. The unit is currently performing within the qc specifications. The erroneous results were not reported out of the laboratory, and there was no report of death, injury, or change to patient treatment associated with this event. Service was not dispatched for this event. Bec received raw data for analysis, but the results are not available yet.

Manufacturer narrative:
The result obtained from the patient's sodium citrate sample was incorrectly recorded as 113,0000/ul platelet counts in the initial report. The result is corrected in this follow up report as 113,000/ul.

Event description:
Correction: the customer also tested the patient's sample collected in sodium citrate tube and obtained 113,000/ul platelet counts.

Manufacturer narrative:
Method: bec received raw data for analysis, but the results are not available yet.

Manufacturer narrative:
This report documents an update to the investigation on the complaint.